Event description:
It was reported that the pt was revised due to loosening.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. The info provided on this form was previously submitted under mfg report number 3007963827-2012-00007. This report will be amended when our investigation is complete.